Event description:
A surgeon reported a torn capsular bag during intraocular lens (iol) implantation. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional info provided by the user facility indicates the capsular bag tear was not associated with the intraocular lens (iol). The tear occurred prior to lens placement. The iol was not used.